Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device crashed. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified and duplicated during lab tests. Fault was located to a chirp resistor (B)(4), which was found to be out of tolerance.